Event description:
The catalog number on the label is 3251-1-232. The label description references a flexible reamer, drill point. Inside the package is catalog number 3251-1-232; however, this device is a ball tip reamer. The label references the incorrect description for this catalog number. This discrepancy was noticed before the surgeon actually needed the device. Another product was readily available for use; therefore, there was no adverse consequence for the patient or delay in surgery or anesthesia time.